Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported they tried to hook up the gastrointestinal videoscope to the light source and it was not giving any support; it could not be connected. The issue occurred during inspection for use. There were no reports of patient harm.